Event description:
Reporter reported a broken twist clamp on a transfer set. No injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a broken twist clamp on a transfer set. This was due to broken occluder feet. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take correction / preventative action as appropriate.